Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the customer reported complaint. The fse reviewed the system log and identified error 297 pointing to the illuminator. The fse reseated the illuminator cable and programmed the illuminator, but the error persisted. The fse then replaced the illuminator to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the illuminator and completed the device evaluation. Failure analysis (fa) investigation replicated/ confirmed the customer reported complaint. In-house fa reviewed the remote error log and found several errors 297 with p1 value of 50 relative illuminator revision. The lamp module was inside the illuminator with sn# (B)(4), model y1902 and both fuses are good. The illuminator was returned without a lamp module, both fuses were good. Fa installed illuminator into pca test system and the system failed with error 297, could not recognize. The illuminator would not turn on and not be able to program. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 297 on illuminator related to the reported complaint. An event verification confirmed the rectal cancer procedure was performed on the reported event date (B)(6) 2022 on system sh2363. This complaint is being reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to repeated non-recoverable errors 297 on illuminator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted rectal cancer surgical procedure, the system generated error 297. An intuitive surgical, inc. (Isi) field service engineer (fse) had the customer perform a hard power cycle, but the error 297 was not resolved. The procedure was converted to laparoscopy with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked prior to use, and no issues/errors were noted. There was no patient injury.